Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error detected alarm and battery issue. Customer's blood glucose was 160 mg/dl at the time of call. Customer stated that she previously called for low battery alert issue and was advised to monitor and call back if issue recurs. Customer also mentioned that power error detected alarm was found in the alarm history from the previous call that was made by the customer. Customer stated that while on the phone she received the power error detected again. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board 1. After disconnecting and reconnecting the internal battery connector on electronic board 1, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.